Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature did not suspend insulin when expected. Additionally, it was reported that the pump did not audibly alert for a low blood glucose. Customer's blood glucose level was 55 mg/dl. Multiple attempts were made by tandem technical support to request the customer to upload the pump data logs to investigate the issue, but no response was received.